Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a black silicone filiform double pigtail ureteral stent broke into multiple pieces while being removed out of the patient. The stent was in the patient for approximately 3 months. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
G4: PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 23oct2024: the stent was found to be encrusted after three months which prompted its removal. There was no resistance encountered when removing the stent with a grasper. Following separation, a grasper was used to remove the remaining stent from the patient completely. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B5: additional information received 23oct2024. Corrections: h6 (annex e, annex f). Investigation evaluation: as reported, a 'black silicone filiform double pigtail ureteral stent' broke into multiple pieces while being removed from the patient. The stent was found to be encrusted after three months which prompted its removal. There was no resistance encountered when removing the stent with a grasper. Following separation, a grasper was used to remove the remaining stent from the patient completely. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Reviews of the instructions for use (IFU), quality control (qc) procedures, as well as a visual inspection, of the returned device, were conducted during the investigation. One black silicone filiform double pigtail ureteral stent was returned by the customer. The stent was in three pieces. The tether was also attached to one end of the stent. Encrustation was found on the stent and the tether. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook was unable to complete a review of the device history record (DHR) for the device lot as it was unknown. A historic complaint search for other complaints for stents from the same lot number was also unable to be conducted due to the unknown lot number. Cook also reviewed product labeling. The product IFU, contains the following information related to the reported failure mode. ¿precautions: the tether should be removed if the stent is to remain indwelling longer than 14 days do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ the cause of the break was not able to be determined for this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.